Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, no defect or failure was found. The device was returned to the customer without repair on (B)(4) 2013. Placeholder.

Event description:
Customer reported the engine was trembling significantly when sawing and also provided less power. Device was returned for service. This is report 1 of 1 for complaint #(B)(4).